Manufacturer narrative:
Device evaluation summary: one (1) image of the endurant shelf carton was received showing what appeared to be a blood stain on the surface of the carton. There did not appear to be any further damage to the shelf carton. The reported sterility issue was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb (etlw1616c82ee) was intended to be implanted during the endovascular treatment of an abdominal aortic aneurysm it was reported prior to the index procedure, the product arrived at the receiving department and was sent to inventory management. The product box was sealed, intact and undamaged however when the shipping box was opened what appeared to be blood on the outside of the product was observed. The device was not used due to concerns of potential biohazard. The cause is undetermined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary the endurant shelf carton was received with the packaging seals intact. A slight red/brown stain was visible on the shelf carton. The reported foreign material was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.